Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device changeout, an abrasion at the proximal end of the lead was observed. No electrical anomalies were noted. The lead was capped.